Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported that the site was positioned and set up to take 2d scout shots. However, the user could not take any images when pressing the handswitch or footswitch controls. User disconnected the navigation system from the imaging system and restarted the image acquisition system (ias) and mobile view station (mvs), but the issue didn't resolve. They disconnected and re-connected the umbilical cable between the ias and mvs, and this resolved the issue. Issue occurred intra/peri-operatively with 20 minutes delay to surgical time. There was no impact on patient outcome.